Event description:
During a follow-up call the nurse reported that the patient had peritonitis and that the patient was being administered antibiotics. A follow up call was made to the nurse to gather additional info. Per the nurse he did not remember the patient name or any specific info about the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.